Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp identified part of the post had fractured off. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. It was identified that the surgeon impacted the tasp with a mallet. The persona surgical technique, instructs that gentle manual pressure should be applied without impacting the tasp construct with either a mallet or hand. The root cause is due to misuse as the surgeon impacted the tasp. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon had pulled the surface trial out and the shim had come out, but the tasp was left in. The surgeon then attempted to insert again and the parts would not engage. He was able to pull the entire trial out, at which time the trial was found to be broken. No adverse events have been reported as a result of the malfunction.